Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz5 right; cat# 5512-f-502; lot# uhid, tri ts baseplate size 4; cat# 5521-b-400; lot# tpida, dura duration all poly pat med; cat# 6642-2-100; lot# 00505332, triathlon femoral distal augment 5mm - size 5 right; cat# 5540-a-502; lot# inzs, triathlon femoral distal augment 5mm - size 5 right; cat# 5540-a-502; lot# gfzx, tri press-fit stem 18mm x 100mm; cat# 5565-s-018; lot# 0038667l, tri post augment sz5 5mm; cat# 5543-a-500; lot# mkpi, tri press-fit stem 15mm x 100mm; cat# 5565-s-015; lot# 0045948j, triathlon fem cone aug sz 3r; cat# 5549-a-332; lot# a85p, triathlon sym cone aug sz a; cat# 5549-a-110; lot# a9d0, tri lm/rl tib aug sz4 10mm; cat# 5546-a-401; lot# mc6v12e, tri rm/ll tib aug sz4 10mm; cat# 5546-a-402; lot# mc8k14h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the revision of the patient's right knee due to infection on (B)(6) 2019. Procedure: the patient had a history of infected right knee replacement outside cors scope. Patient underwent resection arthroplasty with antibiotic cemet spacer to treat the infection (B)(6) 2016 off-label. Patient had second stage infection right total knee replacement (B)(6) 2016. Patient had mechanical problem right total knee revision surgery (B)(6) 2017 resection arthroplasty. Patient underwent chronically infected total knee arthroplasty revision with femoral component and patellar component (B)(6) 2019.